Event description:
This is a spontaneous report from a peritoneal dialysis (pd) nurse of the hospital to baxter. In 2008, the minicap (code spc4466, lot unknown) came loose during sleep). No consequences to the patient were reported. The sample is not available for the evaluation.

Manufacturer narrative:
The sample was not available for the evaluation.